Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 extraneal viaflex and nutrineal pd4 therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient developed sterile peritonitis and cloudy effluent, not requiring hospitalization. The nurse described the severity of the event as moderate. On (B)(6) 2011, the patient began treatment with vancomycin 2g, ip, frequency "as per levels" and gentamicin 80mg, ip, immediate one time dose, followed by 30mg, ip, daily. On (B)(6) 2011, the bag was clearing, the patient was asymptomatic and the culture result was negative. On (B)(6) 2011, dianeal, extraneal and nutrineal therapies were stopped and treatment with physioneal was initiated. On (B)(6) 2011, the patient's bag was clear. The nurse reported the root cause of sterile peritonitis was possibly due to "endotoxin in dianeal, extraneal or nutrineal, or an otherwise unknown cause." At the time of this report, the outcome of sterile peritonitis was ongoing and improved. The nurse stated the patient appears to be recovered with the exception of "possible long term damage to peritoneum." Treatment with vancomycin and gentamicin continued. The nurse believed the event of sterile peritonitis was possibly related to dianeal, extraneal and nutrineal therapies.